Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 on a nasal sample swab. Repeat testing was performed with a negative result as well on (B)(6) 2022. The consumer reported that she had taken a quickvue test on (B)(6) 2021 and a clinical rapid test on (B)(6) 2022. Both tests generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 169094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 169094 and device part number 195-430h / lot 166064. Quality control release testing met specifications and there were no false negative results observed. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 169094 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
Corrected the expiration date for question d4.